Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) inappropriately discriminated an episode of supra ventricular tachycardia (svt) due to the detection discriminator. The ICD remains in use. No patient complications have been reported as a result of this event.